Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref wwcapa (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
(B)(4). Reason for original complaint - litigation alleges: patient began experiencing increasing pain in his hip. Update (B)(6) 2012 - plaintiff's preliminary disclosure form was received, which identified part/lot information and side. The complaint and associated MDR's were updated. There was no new information that would change the outcome of the investigation. (Right side) update (B)(6) 2012 of plaintiff's preliminary disclosure form was received which identified part/lot information. There was no new information that would change the outcome of the investigation. Update: (B)(6) 2014 - sales rep reported revision surgery. Patient was revised to address pain. The adapter sleeve is being added to the complaint. This complaint was updated on: (B)(6) 2014.